Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-04752. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high and low impedance in one of the patient's leads. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore, all suspected leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.